Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. Error "46446" code was found in the device information folder. The reported issue was due to a software error. As a result, the error was cleared, and the software was reinstalled. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited error code 46446. No patient injury was reported.